Manufacturer narrative:
Deutscher wirbelsäulenkongress,jahrestagung der deutschen wirbelsäulengesellschaft. 8. ¿ 10. Dezember 2011, hamburg -6th german spine conference "successful monosegmental anterior fusion in fractures of the thoracolumbar spine by the use of a demineralized bone matrix as an alternative to iliac strut graft procedures - results of a prospective randomized clinical trial¿. Balling h., heintel t., weckbach a. Pg.1995-v38 this report is for unknown locking plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article -deutscher wirbelsäulenkongress,jahrestagung der deutschen wirbelsäulengesellschaft 8. ¿ 10. Dezember 2011, hamburg -6th german spine conference ¿successful monosegmental anterior fusion in fractures of the thoracolumbar spine by the use of a demineralized bone matrix as an alternative to iliac strut graft procedures - results of a prospective randomized clinical trial¿. Balling h., heintel t., weckbach a. Pg.1995-v38. The authors conducted a clinical trail from june 2008 to july 2010 thirty consecutive patients with burst fractures of the thoracolumbar spine underwent monosegmental anterior stabilization procedures. The patients included in the trial were 18-65 years of age with a vertebral age less than 4 weeks. The patients were randomized into two groups: patient in group I received a trio cortical strut graft, those in group ii the pasty dbm formulation combined with a cage. All patients were stabilized posteriorly with a bisegmental internal fixator and anteriorly with an additional locking plate (telefix locking plate, synthes). The following complications were reported: in group I 11 biologic fusions, 3 monofokal nonunion and 1 bifocal nonunion were seen. In group ii 13 fusion and 2 nonunion were recorded. A copy of the journal article is being submitted with this medwatch. This report is for an unknown locking plate. This is report 1 of 1 for complaint (B)(4). There is not sufficient information to file multiple reports. This complaint involves one device.